Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 3 bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, the blood collector of (B)(6) toggled the safety lock, and found that the lock had fallen off before blood sampling.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: bd received 3 samples and one photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through CAPA#1465371.

Event description:
It was reported that prior to use with 3 bd vacutainer® eclipse¿ blood collection needle the safety shield broke off. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, the blood collector of west china second hospital of sichuan university toggled the safety lock and found that the lock had fallen off before blood sampling.